Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's blood glucose level was 20 mg/dl at time time of incident. Customer treated low blood glucose level with glucagon and eating food so blood glucose went up to 300 mg/dl. Customer declined troubleshooting for low and high blood glucose level. Customer reported loss of communication between pump and transmitter. Customer was assisted with troubleshooting for the same. The insulin pump will not be returned for analysis.